Event description:
Information received by medtronic indicated that the customer reported a battery-failed alarm and a blank display. No further patient complications were reported. Troubleshooting was performed and found that the battery contacts were neither damaged nor corroded and there was no damage to the battery compartment and spring. The customer received battery failed/failed batt test alarm. The customer will discontinue the use of the insulin pump and the pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for the analysis.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring = black. Case type = ngp. On 11/29/2022 the customer reported battery failed alarms and then a blank display. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side starting at the left belt clip rail. Unit passed displacement, sleep current measurement, and active current measurement tests; it failed self test since the vibrator failed to vibrate when it was supposed to. No unexpected ¿low battery¿, ¿replace battery¿, ¿replace battery now¿, "insert battery", or ¿battery failed¿ errors were noted during testing. No unexpected blank displays were noted during testing either. Thus software was utilized and uploaded trace/history files properly. No pump error 25 was noted during testing, in the pump history file or in the power management graph. The adapt tool reveals that the following battery related alerts/alarms occurred in high frequency around the event date: 58=failed battery test occurred on 11/29/2022 @ 08:39:10, 08:39:15, 08:39:20, 08:41:26, 08:41:43, & 08:41:58. The adapt tool does not list any pump errors occurred that could potentially trigger a critical pump error (open book) whatsoever. The case was cut open. After visual inspection, however, there is corrosion in/around the following: battery compartment, battery board. The boards were taken out of the case and then inserted into a known good case. The self test was run again, and the vibrator did vibrate when it was supposed to. In summary, the customer¿s report of battery failed alarms or a blank display both were not confirmed during testing. The lack of vibrations is due to a corroded battery board on which the vibrator is located. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.